Manufacturer narrative:
A hardware analysis of casepart-289900 was initiated to determine the probable cause of the issue. Analysis found that when booting the system and it was showing an error initializing the collimator."visual inspection confirm collimator motor drive wire was displaced from the guide. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000168, serial/lot #: (B)(4), s/n (B)(4) ; product ID: bi71000444, serial/lot #: (B)(4), s/n (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the collimator would not initialize. The collimator and rotor motion controller were replaced and the system passed all testing. The imaging system then passed the system checkout and was found to be fully functional. The collimator and roto motion controller were returned and are currently under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the site was booting the system and it was showing an error initializing the collimator. The system was rebooted, but the system still showed the error. There was no patient present when this issue was identified.

Manufacturer narrative:
A hardware analysis of case (B)(4) was initiated to determine the probable cause of the issue. Analysis found and confirmed reported complaint. The system did not initialized. Windows error message confirmed software version mismatch. Re-installed motion control firmware. The system initialized upon a reboot. Generator, communication, charging and motion readied. Motion calibration was successful . If information is provided in the future, a supplemental report will be issued.